Event description:
The customer reported that there was a burning smell and smoke coming from the bulk power supply /compressor of the beckman coulter lh750 analyzer. No injuries occurred and no-one sought medical attention. There were no reports of sparks, arcing, shock or flames. The fire department was not called and the use of a fire extinguisher was not required. There was no death, injury or change to patient treatment attributed or associated to this complaint. Service was dispatched for this issue and while onsite the field service engineer found the bulk power supply inside, was full of dirt which covered all components and there was not enough place for air flow. He also stated that the heat generated inside was captured and made the component burn. Based on the information provided by the customer technical specialist (cts) the power supply was replaced. The root cause is unknown: however the fse stated that there was dust inside the unit resulting in a restricted air flow inside the unit and may have caused the unit to overheat.

Manufacturer narrative:
(B)(4).